Event description:
Patient was reported to receive a bolus of cardizem free-flow when the tubing was being removed from the pump. The pump did not alarm when the saftey slide clamp was not being used. There was no patient injury associated with this report and no medical intervention was needed. Attempts were made to obtain extra information regarding the age of the patient but no additional details are known.